Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter light was not blinking when connected to the sensor, he removed the sensor and found that the sensor electrode was missing. Blood glucose value was between 140 and 150 mg/dl. The customer stated that he could not see the cannula in his skin, on the adhesive or the sensor base. Customer stated that the site looks normal. The introducer needle was not hard to remove or bent. Customer was advised to go to the hospital to get xrays if he felt the cannula was in his body.